Event description:
It was reported that a user experienced hyperglycemia with glucose values around 300 mg/dl while using the ilet, with downward trends noted later and no apparent infusion set issues, and the user acknowledged snacking and unannounced meals; the agent provided troubleshooting and education regarding appropriate treatment of lows and the learning period to train the system. Symptoms included elevated blood glucose without reported clinical hypoglycemia or other adverse effects. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms reported. Investigation included technical troubleshooting and user education. Investigation of this case revealed no device malfunction identified and user-related factors, including unannounced carbohydrate intake, that could contribute to hyperglycemia during the learning period. It was concluded that the event was not related to a confirmed device failure and was consistent with use-related factors during system adaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.